Event description:
Totally immobile and needs surgery [immobile] cannot walk [unable to walk] cannot bend [joint range of motion decreased] knee is stiff [stiff knees] knee is totally swollen [knee swelling] case narrative: based on the information received on 06-jul-2020 the case was upgraded to serious as the patient was disabled due to being immobile and needed surgery. This case is cross-referenced with (B)(6) (same patient). Initial information received on 29-jun-2020 regarding an unsolicited valid serious case received from a patient. This case involves a 55 years old female patient who experienced knee is stiff and cannot walk, cannot bend, knee is totally swollen, and totally immobile and needed surgery after she was treated with hylan g-f 20, sodium hyaluronate (synvisc) the patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2020, the patient received first injection, on (B)(6) 2020, second injection and then on (B)(6) 2020, patient received third injection with hylan g-f 20, sodium hyaluronate, solution for injection, (strength: 2 ml) at a dose of 2 ml weekly for 3 weeks for osteoarthritis (with unknown batch number and route) (expiry date: oct-2021). On (B)(6) 2020, 5 days after receiving third injection, patient had horrible side effects i.e. Knee was stiff, totally swollen (knee swelling), could not walk (gait inability) (caused disability) and could not bend (joint range of motion decreased). It was reported that patient was walking with a cane now. Patient was totally immobile and needed surgery (immobile) (onset date 2020: and latency: unknown). The event was considered serious as per important medical event and the event caused disability. Action taken: not applicable for all events corrective treatment: cane user for patient totally immobile and needed surgery, cannot walk; not reported for rest of the events. Outcome: not recovered for all events a product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc (lot number unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events as stated in sop rdg-sop-000440 product event handling to determine if a CAPA was required. Final investigation was completed on 23-jul-2020 additional information received on 06-jul-2020 from the patient. Event of cannot bend, knee is totally swollen and patient totally immobile and needs surgery were added. Suspect dates and dosage were updated. Clinical course updated. Text amended accordingly. Additional information was received on 23-jul-2020 from other health professional. Ptc results were received and processed. Global ptc number was added.

Event description:
Totally immobile and needs surgery [immobile]. Cannot walk [unable to walk]. Cannot bend [joint range of motion decreased]. Knee is stiff [stiff knees]. Knee is totally swollen [knee swelling]. Case narrative: based on the information received on 06-jul-2020 the case was upgraded to serious as the patient was disabled due to being immobile and needed surgery. This case is cross-referenced with (B)(6) (same patient). Initial information received on 29-jun-2020 regarding an unsolicited valid serious case received from a patient. This case involves a (B)(6) years old female patient who experienced knee is stiff and cannot walk, cannot bend, knee is totally swollen, and totally immobile and needed surgery after she was treated with hylan g-f 20, sodium hyaluronate (synvisc) the patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2020, the patient received first injection, on (B)(6) 2020, second injection and then on (B)(6) 2020, patient received third injection with hylan g-f 20, sodium hyaluronate, solution for injection, (strength: 2 ml) at a dose of 2 ml weekly for 3 weeks for osteoarthritis (with unknown batch number and route) (expiry date: oct-2021). On (B)(6) 2020, 5 days after receiving third injection, patient had horrible side effects i.e. Knee was stiff, totally swollen (knee swelling), could not walk (gait inability) (caused disability) and could not bend (joint range of motion decreased). It was reported that patient was walking with a cane now. Patient was totally immobile and needed surgery (immobile) (onset date 2020: and latency: unknown). The event was considered serious as per important medical event and the event caused disability. Action taken: not applicable for all events. Corrective treatment: cane user for patient totally immobile and needed surgery, cannot walk; not reported for rest of the events. Outcome: not recovered for all events. A product technical complaint was initiated, and results were pending for the same. Additional information received on 06-jul-2020 from the patient. Event of cannot bend, knee is totally swollen and patient totally immobile and needs surgery were added. Suspect dates and dosage were updated. Clinical course updated. Text amended accordingly.